Manufacturer narrative:
(B)(4). Patient medications include atorvastatin, flomax, and toprol. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® iliac brach endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement, occlusion of device or native vessel, and claudication (e.g., buttock, lowerlimb).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® iliac branch endoprostheses to treat bilateral iliac artery aneurysms. On (B)(6) 2017, computed tomography scan reportedly revealed an occluded right internal iliac artery (iia). According to the physician, he may have landed a 12mm x 7cm internal iliac component (hgb161207a/15457560) more distally in the iia than intended. He believes the device may have been oversized for that portion of the vessel (measuring 8-10mm in diameter), which may have contributed to the vessel occlusion. It was reported the patient is currently experiencing buttock claudication on his right side. No re-intervention procedure has been scheduled or planned to date. The physician will continue to monitor the patient.